Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: there was no harm to the patient. No fragment fell into the patient. The incident resulted in a procedure delay of less than 15 minutes.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected product information for instrument received. Refer to section d. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable. The complaint regarding broken wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a movement wire of the fenestrated bipolar forceps (fbf) instrument broke preventing its use. The procedure continued with a backup instrument. There was no patient harm, adverse outcome, or injury reported.